Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that there was no response on several buttons. Buttons were not pressed for longer than 3 min. Pump was not dropped or bumped. Battery was changed twice and battery cap was cleaned, but the anomaly persists. Pump will need to be returned for analysis. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. The insulin pump has minor scratched display window, cracked window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip and stained end cap sticker.